Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium result on the architect c4000 analyzer. The following data was provided: patient 1 initial 8.8mg/dl, repeats 1.9,1.9,2.3 there was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data, review of instrument logs and a review of labeling. No adverse trend was identified for the customer's issue. Review of the history log showed multiple occurrences of sample aspiration errors (code 3375) and one cuvette washing not completed error (code 0550). Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.